Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01410 & 01411 & 02808). Two medwatch reports have been submitted for this event as identification for the implanted product has not been confirmed.

Event description:
It was reported that patient underwent a hip revision procedure approximately 7 years post-implantation due to poly wear. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow up report is being filed to correct information.

Event description:
It was reported that patient underwent a hip revision procedure approximately 7 years post-implantation due to wear of the acetabular liner. During the procedure, the acetabular liner was removed and replaced.